Event description:
It was reported that bd extension set was occluded the following information was received by the initial reporter with the following. Verbatim: description of problem: lipid pump alarming occluded, pressure decreased, and fluid ran freely after disconnecting from filter. Filter replaced. This happened twice in a shift.

Manufacturer narrative:
E1: initial reporter facility name- (B)(6). H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.